Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided.-complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: triathlon p/a cr beaded #7r; cat# 5517f702; lot# unknown. Tritanium bplate triathlon s6; cat# 5536b600; lot# unknown. Tritanium patella-asymmetric; cat# 5552-l-350; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient is status post revision rtka completed today due to infection. No additional details to be reported by facility.